Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant medical grade power supply (mgps) due to console power issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant mgps was returned for failure analysis, and the reported complaint was not confirmed or replicated. No related errors were found in system logs. Upon visual inspection, no issue was found that would relate to the reported complaint. The unit was then installed onto the golden system where the reported failure was unable to replicate. The surgeon side console (ssc) turned on with no issue. However, it was observed that both fans of the power supply were producing a loud noise. The system was left idle for an hour, and power cycled but unable to replicate. The ssc turned on with no issue. The complaint was not confirmed based on failure analysis. Failure analysis was not able to determine the root cause of the reported complaint. The root cause is likely to be an electrical problem within the mgps.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy malignant surgical procedure, the customer contacted the technical support engineer (tse) for phone assistance regarding the surgeon side console (ssc) not powering on. Prior to calling, the customer power cycled the ssc, cycled the circuit breaker, tried three different outlets and there was still no power. The customer opted to use the other ssc to complete the surgical procedure. The procedure was completed as planned with no reported injury.